Manufacturer narrative:
Device is a combination product. A 12 x 2.50mm promus premier select stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the 1st and 2nd proximal stent strut rows were lifted from their crimped position and pulled in a distal direction the undamaged crimped stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that the device broke. A percutaneous transluminal coronary angioplasty was being performed on a 75% stenosed, moderately calcified and moderately tortuous lesion in the left anterior descending coronary artery. A 12mm x 2.5mm promus premier select stent was inserted into the patient but was reported to have broken medially. The procedure was successfully completed with a different device without issue or patient injury.